Manufacturer narrative:
Other relevant device(s) are: product ID: 3998, serial/lot#: (B)(6), ubd: 06-jul-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable neurostimulator (ins) replacement procedure, the ins battery had reached end-of-life with complete discharge and the ins had died a few years earlier, which prevented interrogation prior to replacement. After the new ins was connected, high impedance was observed on the day of surgery on all electrodes, with impedance values reported as greater than 40,000. Loss of stimulation was reported, and stimulation/coverage could not be obtained. Troubleshooting was performed, including impedance testing and reprogramming, but stimulation could not be achieved. The issue was reported as ongoing and not resolved, and follow-up was planned in two weeks to set up a lead revision because the lead could not be replaced at the time of surgery. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.